Event description:
Family member partialy disassembled bed surface, resulting in static dissipating tinsel causing a crease in the surface. Pt developed a pressure ulcer in the heel near where the crease had been created.